Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that when the starvac coblation wand was used, some parts of the black cover were peeled. This was visualized through the monitor. The product failed as soon as it was introduced inside the patient. No patient injuries were reported.